Event description:
It is being reported through our rep that the surgeon has recently had 6 cases where the patients have experienced some sort of reaction 2 to 3 weeks post-operatively. Each of the six patients underwent an acl reconstruction with the use of 2 milagro screws each for fixation. At a post-operative office visit, the pa noted that there was swelling around the subject knee and was warm to the touch. Fluid removed via a syringe, some of the patients had elevated white blood cell count, and 2 of the patients had to have their knee re-visited and washed out. At this point in time, this is all of the information that our rep has been able to get. The rep is making outreaches to the surgeon and staff for further information, details and clarity. See also associated mdrs 1221934-2009-00476, 1221934-2009-00477, 1221934-2009-00478, 1221934-2009-00479, 1221934-2009-00480, 1221934-2009-00481, 1221934-2009-00482, 1221934-2009-00483, 1221934-2009-00484, 1221934-2009-00485 and 1221934-2009-00487.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.